Event description:
On october 5, 2009, the facility's nurse reported to baxter global technical services that on (B) (6) 2009 one colleague triple channel volumetric infusion pump in which the channel c could not be selected. The reported condition was identified during programming/set up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
On the initial MDR the reporter's title was reported to be a nurse. Additional information received on 11/19/09: the reporter's title is an administrative assistant. Evaluation summary: the reported condition of channel c could not be selected was not confirmed. The pump passed keypad and panel lockout switch test. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as unremediated. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)